Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had damaged comb. Event occurred during surgery. There was no harm, no delay reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up is being submitted to relay additional information. Updated sections: date of report, concomitant medical products, PMA/510k, if follow-up, what type,device evaluated by MFR. On (B)(6) 2018, it was reported that the unit had damaged comb. During the process of meshing patient skin (autograft), the attending surgeon noted that the skin had not meshed uniformly as it was supposed to. Part of the skin was not meshed at all. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(4), and a 2:1 ratio cutter, serial number: (B)(4), for evaluation. The device history record (DHR) review of skin graft mesher serial number: (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number: (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number: (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 ratio cutter, serial number: (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 2:1 ratio cutter, serial number: (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on august 20, 2018 revealed that the comb was bent and the roller was damaged. The pretests could not be performed due to the bent comb. The 1.5:1 ratio cutter, serial number: (B)(4), and 2:1 ratio cutter, serial number: (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 20, 2018 which included replacement of the roller and damaged comb. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the that the that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had damaged comb. During the process of meshing patient skin (autograft), the attending surgeon noted that the skin had not meshed uniformly as it was supposed to. Part of the skin was not meshed at all. Another mesher was used. There was a delay of around 30 minutes. Patient was under anesthesia during this delay. An additional unplanned skin graft needed in order to complete the surgery. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information.